Manufacturer narrative:
The initial reporter stated the pump was discarded and will not be returned for evaluation.

Manufacturer narrative:
E4 was inadvertently omitted on the initial manufacturer device report.

Event description:
The complainant reported a patient on impella support with a cp pump. The complainant reported that the patient was bleeding from the axillary site. One unit of packed red blood cells was administered.

Manufacturer narrative:
The impella device has not been received from the customer, therefore, investigation of the device has not been possible. Should the device or any new information be received, a supplemental MDR will be filed.

Manufacturer narrative:
B5 narrative has been updated. Section d catalog number was corrected. Asae/major bleed: the cause of the access site adverse event was not determined due to insufficient clinical details.

Event description:
Clinical review/rationale: the 52-year-old male patient was admitted in with acute myocardial infarction and cardiogenic shock. The patient was placed on an impella cp and then escalated to the 5.5 pump after one day. While on the 5.5 pump the patient experienced an axillary access site bleed. The bleeding was treated with a blood transfusion and application of pressure. Of note the patient was on anticoagulation and antiplatelet intravenous infusion. Anticoagulation necessary for the pump placement and continued support can contribute to access site bleeding.